Event description:
It was reported by service report that the fowler would not stay up and drifted down. The customer could not determine whether there was pt involvement or if adverse consequences occurred.

Manufacturer narrative:
Result: fowler brake.